Event description:
It was reported that unspecified bd¿ catheter intima-ii had foreign matter. This was discovered during use. The following information was provided by the initial reporter: foreign body blockage, slow dripping rate, affect the treatment. Use process: when the patient is punctured with an indwelling needle, the drip rate is abnormally slow during the infusion. Removed and found a small foreign body clogging. Replace the indwelling needle and re-puncture.

Manufacturer narrative:
H.6. Investigation summary: a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. H3 other text : see section h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter intima-ii had foreign matter. This was discovered during use. The following information was provided by the initial reporter: foreign body blockage, slow dripping rate, affect the treatment. Use process: when the patient is punctured with an indwelling needle, the drip rate is abnormally slow during the infusion. Removed and found a small foreign body clogging. Replace the indwelling needle and re-puncture.